Event description:
It was reported that during surgery, the humeral provisional stem became stuck in the humeral canal. A 1.5 hour delay in surgery was incurred. Stress-relieving holes were drilled and the humerus was split in order to remove the provisional and a cerclage cable with crimp was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.